Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing. The customer reported the malfunction was induced by the patient as patient was coughing violently at the time of the event.